Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with signs of fluid ingression on the pump chassis. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The reported "no disposable problem was duplicated. During investigation the pump displayed alarm for no disposable consistently. Further investigation found there were signs of fluid ingression on the chassis, most visibly around the downstream occlusion seal, but also seen around the upstream occlusion seal. According to the investigation, fluid leakage on the unit caused the reported problem. According to the investigation the pump dso and uso sensors will be replaced and the pump will be thoroughly inspected and cleaned. The problem source of the reported problem is unknown.

Event description:
Information received a smiths-medical cadd-legacy 6400 pump alarmed no disposable clamp tubing. Alarm occurred during testing and no patient involvement.